Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The products were evaluated through manufacturing review, and the reported swelling could be confirmed through radiographic review. However, the patient's other symptoms could not be confirmed. The device history records were reviewed and no discrepancies were identified. Radiographic review indicated that immediately post-operatively the tibial stem and surrounding cement were slightly lateral to the midline of the tibia and slight soft tissue swelling was identified two months following knee arthroplasty. However, all images showed anatomic alignment of the components. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: ultracongruent articular surface size 1 2 left 9mm, cat#: 00542801109 lot#: 63337304; natural knee ii modular cemented tibial baseplate size 1 left, cat#: 642000210 lot#: 63396470; gender solutions female femoral component nonporous size 2, cat#: 00541401501 lot#: 63609817; palacos rg 1x40 single, catalog # 00111314001, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03815-2, 0001822565-2017-03819-2, 0001822565-2017-03820-2, 0001822565-2017-05767. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling, stiffness, warm to the touch, and white dots near incision. Attempts have been made and additional information on the reported event is unavailable at this time.